Manufacturer narrative:
H3 and h6. Investigation codes: updated. Investigation summary: the sample returned consisted of one (1) for p/n: 67pfs50 and l/n: 3962589, returned sample was received used and in a plastic bag. During visual inspection no damage or other defects were detected on the sample. The sample was inflated with the use of a syringe to detect any problem in the inflation system, the sample inflated with no problems. It was observed that cuff inflated as expected and symmetry value was 45%, greater than 33% as is specified in qp bivona tt- fg-tj. The failure modes of ¿occluded/blockage¿ was not confirmed. A CAPA was initiated to address the root cause of the investigation for cuffed products not inflating symmetrically, not maintaining inflation, and leakage. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.e1 - reporter phone:(B)(6).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "cannula blocking" was only possible on one side. There was patient involvement without any injury. The event arose immediately when the mother changed the cannula. According to the mother, the incorrect bilateral blockage resulted in a strong cough and possibly slight micro-aspiration.